Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (service code 107, service code 203) has been confirmed. Upon investigation the monitor failed incoming testing and displayed service codes 107 and 203. A root cause investigation is underway in engineering. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor displayed service code 107 (multiple abnormal shutdowns) and service code 203 (pulse test fault).

Manufacturer narrative:
Device evaluation of monitor was completed by engineering. The reported problem (service code 104) was confirmed in the downloaded data, but could not be duplicated in engineering. As received, the monitor passed incoming functional testing. Though it could not be duplicated during evaluation, the sd card was replaced as a precautionary measure due to the intermittency of the fault. The root cause of the fault cannot be positively identified. No adverse event resulted from the defective equipment. Device evaluation of monitor sn (B)(6) is underway. The reported problem (service code 107, service code 203) has been confirmed. Upon investigation the monitor failed incoming testing and displayed service codes 107 and 203. A root cause investigation is underway in engineering. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective equipment.

Event description:
Device evaluation of monitor was completed by engineering. The reported problem (service code 104) was confirmed in the downloaded data, but could not be duplicated in engineering. As received, the monitor passed incoming functional testing a us distributor reported that a monitor displayed service code 107 (multiple abnormal shutdowns) and service code 203 (pulse test fault).